Event description:
During an atrial fibrillation ablation procedure, a pericardial effusion occurred which required a pericardiocentesis to stabilize the patient. After isolation of the left and right pulmonary veins, mapping was done to check for any residual activity. Transeptal access had been lost several times during this period. The physician was attempting to regain transeptal access after falling into the right side of the heart when the patient became unresponsive. A pericardial effusion was diagnosed by echocardiogram, the procedure was aborted and a pericardiocentesis was performed to stabilize the patient. There were no reported performance issues with any abbott device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. In addition, no tactisys log files were received. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.